Event description:
It was reported that during the implant procedure, the device would not accept a lead into the atrial header port. The device was not implanted was replaced. No change in patient condition.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
The reported field event of an inability to fully insert the atrial lead in the header was confirmed in the laboratory. Visual inspection identified excess epoxy on the atrial ring contact spring. It is believed that the excess epoxy prevented the lead from fully inserting into the header.